Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, two shells, an adapter and reload were not recognized and the handle blacked out. Another device was used and the amount of blackout decreased. After the device was inserted in the charger and the device was checked for operation after restart, the response was normal. There was no patient involvement.